Event description:
The actuation cable in the instrument allegedly broke during use in a fundoplicator procedure. The surgeon had tightened the actuation knob and felt a snap. After the snap the retractor relaxed and would not unscrew. The instrument then came apart in the abdomen of the pt. No other info is available at this time.